Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and the associated device displayed high shock impedance measurements. The patient was seen for follow up where defibrillation threshold (dft) testing was performed which resulted in a impedance measurement of 76 ohms. The system will continue to be monitored.